Manufacturer narrative:
Corrected information is provided in the section b.2, h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event an ophthalmic system displayed system message is not considered to be a reportable malfunction and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 2028159-2023-01681. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery an ophthalmic system in a phacoemulsification mode displayed system message irrigation unavailable out of fluid despite fluid being present. The surgeon was able to come out of the eye and after a few seconds resumed the procedure by re-engaging the pedal and infusion started again. Surgery was completed with no report of patient harm.